Manufacturer narrative:
The customer indicated the problem was resolved and they canceled this service call.

Event description:
The customer reported the system displayed an error code message and thereby failed to fluoroscopy xray. No report of pt injury.